Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history of the reported device could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported foot separation; however, the foreign body in patient appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
Date of event: date of event estimated. The device location was not provided, and it is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information. User medwatch report #mw5101345.

Event description:
User facility medwatch report received that states: "black plastic foot noted to be missing after the procedure, no apparent harm, FDA safety report ID#(B)(4)".